Event description:
It was reported to technical services on (B)(6) 2011 that this lv lead had elevated thresholds of 3.5 tip tq ring and diaphragmatic stimulation over 4v. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).